Event description:
Patient reported they were seen for a consult by their orthodontist and provided a letter of recommendation. The orthodontist states; patient was in for a consultation. The patient complained of their teeth never fully aligned, the orthodontist noticed there are a few teeth that still need attachments to fully correct rotations. The patient has an overbite of 5mm and is slightly class 2 on the right side. The orthodontist does not believe that byte can correct this malocclusion. The patient will need 9-12 months of orthodontic treatment with attachments and aligners to correct the remaining issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.